Event description:
It was reported that the patient broke out with the 72r electrodes. The patient stated that she wore the electrodes from 9 - 6 every day. She said the spotting was not directly under the electrodes. The patient stated that the breakout started on her feet and traveled up her leg. (B)(6) customer service representative advised the patient to stop wearing the device, contact her doctor as soon as possible for advice, and call back. It was later reported the patient is not sure if the breakout is from our product as she did not have any rash under where the electrodes were placed. The patient stated that she had a rash after using the device for several weeks and that it spread to her arms and legs. The patient stated that she has several health issues including back surgery in june. The patient reported that her dermatologist prescribed prednisone and zyrtec for the skin issues. The patient stopped using the device on her own, but the doctor did not tell her to stop using the product. The patient was advised to try the timed test and call back if there are any issues. No further circumstances have been reported.

Manufacturer narrative:
The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends. Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown.